Manufacturer narrative:
Product event summary: the catheter was returned, analyzed and the mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The mechanical operation of the catheter shaft was bent. The analyst noted the catheter was received with spiral slitting observed on the handle/hub and throughout the shaft. The catheter shaft was kinked throughout the shaft. Blood was observed on the distal end of the shaft. A "break" on the catheter was not observed. The slitter was not returned. Model and condition of the slitter could not be determined.

Event description:
It was reported that during an attempted implant, the delivery catheter broke on the groove while using the universal slitter. In addition, the lead dislodged while removing the slitter. The physician elected to remove the lead and replaced with a new lead successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.